Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8 may 2026, it was reported by an arthrex employee via email that an ar-2324bcsp 4.75 mm biocomposite swivelock® anchor, self punching with white/blue 1.3 mm suturetape's eyelet tip broke off when used to the humeral head for suturing and fixation of a rotator cuff injury. The procedure performed was arcr. When attempting to insert the anchor using a self-punching method, approximately 5mm of the peek eyelet tip was inserted, but the tip broke off when further insertion was attempted. The broken peek piece was successfully extracted from within the bone. All of the product/fragment was removed, and nothing remains in the patient. A pilot hole was created using an owl punch as it was judged that the bone was hard. The procedure was completed successfully using an ar-2324bcc for recovery. No significant surgery delay was reported. No additional anesthesia was administered to the patient.